Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when putting tension on the thread when over-locking during an open carotid valve stitching, the thread broke close to the needle. Another thread was used. There was no patient injury.